Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only the main coil was returned for this complaint. The delivery wire and introducer sheath were not returned. Visual inspection of the main coil was performed and revealed that the main coil was kinked and stretched; more stretched sections were observed along the main coil. Besides, the fiber bundles had blood residues. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and was found detached. No more damages were found in the returned device. Dimensional inspection of the number of distal fiber bundles, outer diameter (od) of the zap tip and od of the primary coil were performed and were within specifications. However, dimensional inspection of the number of proximal fiber bundles revealed lacking fiber bundles and does not meet specification.

Event description:
Reportable based on device analysis completed on 12feb2020. It was reported that the coil was stuck in the catheter. A 10mmx40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil was stuck in the catheter. The coil was removed with the catheter all together and the procedure was completed with another of the same device. No patient complications were reported and the patient was fine post procedure. However, device analysis revealed a detached interlocking arm and missing coil fiber bundles.